Event description:
While providing care to the patient, it was noticed that the bed tubing had become pulled tight in the side rail causing the wires to fray leading to sparks coming from the lower end of the bed. Fire alarm pull station was pulled. 9-1-1 was called and the fire department arrived. No injury to patient.